Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the head set has broken during the night. Caller reported the plastic connector plate of the head set had broken and a portion had detached along with the soft cannula; these component were still attached to the transfer st which was attached to the pump and in run mode; no component was left with the patient's body. No adverse event reported. Infusion set cannula has been discarded; no product will be returned.